Event description:
Additional information was received that this lead was scheduled for explant due to the high rv pacing impedances. Upon the removal the insulation near the clavicle was damaged, appeared to be fractured due to clavicular crush. The hospital kept the lead and sent it for specimen testing per their policy. A new lead was placed. No adverse patient effects.

Event description:
Boston scientific received information through a remote monitoring system detected an out of range high pacing impedance measurement on the right ventricular (rv) lead. Additional information was received that the patient was brought in for evaluation and is scheduled for a lead revision. All other measurements were found to be stable. There were no adverse patient effects reported.

Manufacturer narrative:
To this date the lead remian implanted and a lead revision has been scheduled. This report will be updated if additional information is received.

Manufacturer narrative:
The lead was kept per hospital policy and will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.